Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they experienced pain at pocket site. The device came to the surface and the skin of the pocket opened up and was starting to get infected. The device was irrigated with antibiotic, pulled lead back to insertion site and tunneled to the opposite side, made a pocket and inserted a new device. All impedances came back normal. There was no environmental factors noted. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.